Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a downstream occlusion alarm occurred. The caller denied any tubing kinks or closed clamps. Fingertip pressure was applied to the port site but that did not resolve the alarm. The battery cover was opened and closed but the alarm returned. The tubing was clamped but it was not possible to remove the cassette as it was locked in place. The pump then read loss of power occurred. The caller was instructed to acknowledge the alarm. The caller unclamped the tubing and attempted to restart but the downstream occlusion alarm returned after a few moments. The patient was not affected. No patient injury was reported.

Manufacturer narrative:
Most probable cause of a downstream occlusion, if pump related is the dso sensor, but this is likely, due to the disposable. Product is beyond a year from manufacture date. And there was no indication or evidence provided in the complaint of a manufacturing defect. So a DHR review was not performed. Service history review identified, this device has not been in for service previously. Product was not returned, so complaint could not be verified.